Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a vessel spasm occurred. The target lesion was 85% stenosed and located in the proximal right coronary artery (rca). The lesion was treated using nine passes with the oad on low speed and one pass on high speed. The crown of the oad was noted to jump during the procedure. Following atherectomy, a vessel spasm occurred which was resolved with administration of vasodilators. The procedure was completed with balloon angioplasty and stent deployment, and no patient consequences were reported.